Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Device material number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples (315) were taken from the current production. The samples were visually inspected , and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation to confirm the alleged defect and determine the root cause. Corrective actions cannot be established. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "the plastic proximal portion of the endotracheal tube that connects to the vent often separates from the actual tube, leaving the patient disconnected from the mechanical ventilator." There was no report of patient injury. Interventions reported were re-intubation and taping the device components together.